Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR :10jul2019. The philips field service engineer (fse) confirmed the failure of the navigation-ring. The philips field service engineer replaced the front bezel the device passed all testing and was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a bad nav-ring. No patient or user harm was reported. Event date not specified; estimate used.